Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The mother reported via phone call that the customer was hospitalized on (B)(6) 2015 due to a site infection. The mother reported the customer's site was red and infected. It was also found puss was coming out of the site. Customer declined to return the insulin pump for analysis.